Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure while attempting to implant the right ventricular (rv) lead the lead was kinked/damaged near the proximal coil of the lead. The lead was removed and the physician requested another lead. A different lead was utilized. No patient complications have been reported as a result of this event.